Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an overstimulation sensation. The day after the device was implanted the ins "went crazy" and would not shut off until the patient went to the hospital and programmed it off. The patient expired on (B)(6) 2011. The physician confirmed that the death was not related to the patient's device. The patient had a dilated heart with nearly 100% occlusion in his left artery. He suffered post surgical complications three days post-op probable: myocardial infarction, lad blocked, bad heart and also 400+ lbs. Only the trial was performed which was successful. The patient's pain was under control with the device.